Manufacturer narrative:
The customer elected not to return the display to welch allyn. The customer's biomed independently evaluated the display on site and confirmed the failure. The acuity display is an off-the -shelf computer peripheral made by another manufacturer and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these subcomponents as the source of the failure.

Event description:
The customer reported their display failed. Welch allyn replaced the display. There was no report of any patient harm as a result of the reported event.